Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust belt or check belt messages) has been confirmed. Upon investigation, the belt was unable to communicate with a monitor. The root cause for the failure was a bent pin belt that does not plug into monitor properly causing poor contact. The root cause for the bent pin could not be positively identified. The belt is designed to meet the mechanical requirements of iec 60601- there was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing adjust belt or check belt messages.